Event description:
It was reported that shaft break occurred. A 6.0 x 60mm, 135cm ranger drug-coated balloon catheter was advanced for leg balloon angioplasty procedure. However, the device broke off during the procedure. The broken part was retrieved, and the procedure was completed using alternate device. There was no patient complications noted as a result of this event.

Event description:
It was reported that shaft break occurred. A 6.0 x 60mm, 135cm ranger drug-coated balloon catheter was advanced for leg balloon angioplasty procedure. However, the device broke off during the procedure. The broken part was retrieved, and the procedure was completed using alternate device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Investigation results: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.